Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer called tandem technical support as the customer was unable to deliver a correction for a blood glucose (bg) level of 182 mg/dl. Reportedly, the customer's current insulin on board (iob) was 5.26 units, and the customer alleged that the pump would not allow a correction bolus to prevent delivery of additional insulin due to the iob being too high. Tandem technical support informed the customer that as the customer has performed a series of correction boluses, the pump believes there is 5.26 units of insulin currently circulating in the customer's bloodstream. However, as the customer's bgs were high, the issue could be with the supplies, or the customer's body not properly absorbing the amount of insulin. Customer indicated that the infusion site would be changed, and the customer would attempt to deliver another correction bolus. The customer declined further follow up, and was recommended to call back should additional assistance be needed.